Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 44-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella was pulled back across the valve by accident during heart failure rounds and echocardiogram assessment. An attempt was made to advance back across the valve but was unsuccessful. The impella was turned to p-2 and the patient was monitored for 20 to 30 minutes. The patient remained stable hemodynamically. The impella was explanted. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However clinical information was sufficient to determine the root cause. The cause of the positioning issue was use related due to improper technique because the impella was pulled back across the valve by accident during heart failure rounds and echo assessment.